Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform functional tests including displacement, rewind, seating, basic occlusion, force sensor, occlusion, and self tests due to display anomaly. Unit received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the center (enter) keypad button is cracked in the middle. Finally the thin plastic strip located above the lcd display is missing.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 203 mg/dl the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer states the contacts on the battery cap are neither missing. The insulin pump will be returned for analysis.